Manufacturer narrative:
B.5. Event description has been updated to include additive abnormality. Annex a code added:a0908 - incorrect, inadequate or imprecise result or readings. H.6. Investigation summary: bd received 2 samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter and additive abnormality was observed in the customer samples, however foreign matter was not observed in retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2e 10.8mg plus blood collection tubes that there was foreign matter in the tube, and additive abnormality. The following information was provided by the initial reporter: we received these tubes lot 3058198 exp 31aug2024, we have found 2 that we cannot use so far.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.6 investigation summary: material # 367873. Lot/batch #: 3058198. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. 5bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see h.10.

Event description:
It was reported that while using the bd vacutainer® k2e 10.8mg plus blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: we received these tubes lot 3058198 exp 31aug2024, we have found 2 that we cannot use so far.